Event description:
This device was explanted on (B)(6) 2010 due to infection. It is unknown where the procedure took place. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).